Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a powercross balloon to treat patient. The balloon was inflated to 24 atms inside a previously placed stent in the mid sfa. The balloon ruptured. When attempting to remove balloon, it became stuck at the origin of the sheath creating an accordion effect. Physician proceeded to pull on balloon, which resulted in the shaft of the balloon being removed but the balloon itself remaining on the wire in the femoral head. Patient was brought to or to undergo an operation to remove the balloon by a small cutdown of the femoral head. It is reported that the IFU was not followed during procedure as there was repeated inflations of the balloon performed. No physical defect was observed in the device prior to use.

Manufacturer narrative:
Evaluation summary: the powercross was received inside a cook 7fr sheath. The distal end of the catheter was exposed from the distal tip of the cook sheath. With approximately 3cm of the distal end with the balloon in a post inflated state exposed form the distal end of the sheath. The balloon material was pulled back towards the distal tip. The approximate working length was 177.5cm. A 10ml syringe filled with water was connected to the balloon port of the manifold and water leaked from the catheter where it entered the cook sheath. It was discovered the outer was fractured at the location of the proximal port of the sheath. The catheter could not be advanced or retracted within the sheath.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.